Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while steering the mitraclip down into the ventricle, it became caught in the chordae. Troubleshooting was preformed to remove the clip from the chordae, but it was unsuccessful. They were able to move the clip so that it was able to grasp the leaflets. The clip was successfully implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the entrapment of device with the anatomy cannot be determined. Unexpected medical intervention was a result of case-specific circumstances due to the need to implant the clip at the location where it had become entangled. There is no indication of a product issue with respect to manufacture, design or labeling.